Event description:
The customer reported the device was draining the battery. There was no negative pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.